Event description:
The customer reported that the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. Customer reported that there was patient involvement; however, there was no harm to the patient or the user. Through follow-ups, customer could not provide patient information due to hippa regulation.